Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was a large difference in sensor glucose versus blood glucose reading. Sensor glucose level was 210 mg/dl while blood glucose level was 549 mg/dl at the time of the call. Following this, the customer was unable to deliver any insulin due to the insulin pump returning a no delivery alarm. No further information was provided.